Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy at 3am, the console generated a fiber optic sensor failure alarm and the pressure readings were not displayed. The patient was assisted using ECG trigger 1:1 ration. At 05h20, after approximately one hour of therapy, the customer decided to insert a new iab as the alarm had continued. After inserting the second iab, a pressure waveform was visible but they were unable to calibrate. ECMO therapy was initiated. The customer swapped out the pump twice but the same alarms continued. After approximately one hour of therapy, it was decided to remove the iab and keep the patient on ECMO. Later that day, they decided to insert a third iab in addition to ECMO therapy. It was requested to source transducer cables as the surgeon wanted to utilize the inner lumen as a pressure source in case of fiber optic (fo) failure. A third iab was inserted via a sheath in the right femoral artery. After successful insertion of the iab, the fo sensor was connected, the pump recognized the fo input and therapy was started. After startup there was still no pressure curve and manual calibration was done with no effect. The pump generated an unable to calibrate optical sensor alarm. It was then decided to switch over to conventional transducer as pressure source which was successful. The iab was removed after three days of therapy. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report has been submitted for the first iab under mfg report number 2248146-2024-00009. An additional report for the third iab was submitted under mfg report number 2248146-2024-00015.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy at 3am, the console generated a fiber optic sensor failure alarm and the pressure readings were not displayed. The patient was assisted using ECG trigger 1:1 ration. At 05h20 the customer decided to insert a new iab as the alarm had continued. After inserting the second iab, a pressure waveform was visible but they were unable to calibrate. ECMO therapy was initiated. The customer swapped out the pump twice but the same alarms continued. It was decided to remove the iab and keep the patient on ECMO. Later that day, they decided to insert a third iab in addition to ECMO therapy. It was requested to source transducer cables as the surgeon wanted to utilize the inner lumen as a pressure source in case of fiber optic (fo) failure. A third iab was inserted via a sheath in the right femoral artery. After successful insertion of the iab, the fo sensor was connected, the pump recognized the fo input and therapy was started. After startup there was still no pressure curve and manual calibration was done with no effect. The pump generated an unable to calibrate optical sensor alarm. It was then decided to switch over to conventional transducer as pressure source which was successful. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report has been submitted for the first iab under mfg report number 2248146-2024-00009. An additional report will be submitted for the third iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy at 3am, the console generated a fiber optic sensor failure alarm and the pressure readings were not displayed. The patient was assisted using ECG trigger 1:1 ration. At 05h20 the customer decided to insert a new iab as the alarm had continued. After inserting the second iab, a pressure waveform was visible but they were unable to calibrate. ECMO therapy was initiated. The customer swapped out the pump twice but the same alarms continued. It was decided to remove the iab and keep the patient on ECMO. Later that day, they decided to insert a third iab in addition to ECMO therapy. It was requested to source transducer cables as the surgeon wanted to utilize the inner lumen as a pressure source in case of fiber optic (fo) failure. A third iab was inserted via a sheath in the right femoral artery. After successful insertion of the iab, the fo sensor was connected, the pump recognized the fo input and therapy was started. After startup there was still no pressure curve and manual calibration was done with no effect. The pump generated an unable to calibrate optical sensor alarm. It was then decided to switch over to conventional transducer as pressure source which was successful. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report has been submitted for the first iab under mfg report number 2248146-2024-00009. An additional report for the third iab was submitted under mfg report number 2248146-2024-00015.